Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited high capture thresholds over a 3-month period. No interventions or changes were reported, and the patient's condition was unknown.